Manufacturer narrative:
The reported event of sensing anomaly was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. There were no anomalies found upon visual and x-ray examination. Upon electrical testing, no indication of conductor fractures and internal shorts were observed.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited under-sensing. The lead was not used and was replaced. The patient was in stable condition.